Manufacturer narrative:
The device was repaired at the healthcare facility by a field service technician.

Event description:
It was reported that the caster of the navigation system cart broke off when the cart was moved out of the room at the healthcare facility. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The device has not been received for evaluation.

Event description:
It was reported that the caster of the navigation system cart broke off when the cart was moved out of the room at the healthcare facility. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.